Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic cholecystectomy procedure on an unknown date and suture was used. Post-operatively, the pt developed an allergic reaction at the wound sites which has been going on for two weeks. Oral and topical antihistamines were prescribed, but the area is still red, hot and itching. The hives have spread all over the torso. No add'l info was provided.